Event description:
It was reported that the user missed meal announcements while using the ilet system with a g7 sensor, which led to algorithm maladaptation and a blood glucose of 323 mg/dl; the user¿s cgm targets included a usual target and a secondary higher target overnight, and a factory reset was performed with guidance and reconnection to the mobile app, after which the user resumed automated insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.